Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced implantable pulse generator (ipg) pocket pain. It was noted that the cultures were taken, however, there was no obvious signs of infection. Ipg system was explanted and was replaced with the leadless ipg. No further patient complications have been reported as a result of this event.